Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the nc trek balloon dilatation catheter (bdc) was prepared for use according to the instructions for use and no issues occurred. The nc trek bdc was advanced to the target lesion for post-dilation in the moderately calcified, moderately tortuous left anterior descending coronary artery and resistance from the anatomy was noted. During the second inflation to 8 atmospheres (atm), the balloon ruptured. The bdc was then removed from the patient. The procedure was continued using another nc trek balloon. No adverse events occurred to the patient and no clinically significant delay in the procedure was reported. No additional information was provided.